Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her son experienced a blood glucose reading of over 400 mg/dl. The customer treated with manual injections. Customer's mother stated when the insulin pump alerted low reservoir it stopped giving out insulin. Customer's blood glucose at the time of call was 145 mg/dl. Troubleshooting for high blood glucose was completed. Different types of infusion set will be sent out to the customer. The insulin pump will not be returned for analysis.